Manufacturer narrative:
An event of stenosis and high gradient was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21 mm sjm trifecta valve was implanted. In 2015 the patient presented with dyspnea. On (B)(6) 2015, an echocardiogram was performed and early valve failure was noted. The valve was explanted on (B)(6) 2016, due to aortic stenosis, increased gradient and calcification. A 21 mm trifecta gt was successfully implanted. The patient status is unknown.